Manufacturer narrative:
Additional device product code: hrs. Implanted, explanted dates: due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery for a distal humeral intra-articular fracture on (B)(6) 2019. During surgery, a variable angle (va) locking screw kept rotating in the screw hole when the surgeon tried to insert it using a torque limiter. Another locking screw was used to complete the surgery. There was a surgical delay of 30 minutes. There was no adverse consequence to the patient. Concomitant medical products: torque limiter (part# unknown, lot# unknown, quantity# 1); plate (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.7mm ti va locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: please note, this DHR review is for sterilization procedure only: part: 04.211.018s; lot: 1l85077; manufacturing location: selzach; (B)(4); release to warehouse date: october 12, 2018; expiry date: october 01, 2028 non-sterile 04.211.018 / h732967. Manufacturing location: monument; manufacturing date: september 14, 2018; part: 04.211.018, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm; lot: h732967 (non-sterile); lot quantity: 237. Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Component(s) reviewed: part: 04.211.018.999 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8; lot: h592178; lot quantity: 916. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the complaint condition is confirmed. Microscopic investigation shows clearly that the locking thread is badly damaged. The thread is plastically deformed which does not allow locking the screw head in the plate as foreseen. Also, the thread at the screw shaft is deformed. This leads to the conclusion that the screw was not properly aligned during insertion. As result, the thread came into hard contact with the plate which finally caused the reported damage of the threads. Also, damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, this is classified as handling error while insertion. Functional test: as result of the damaged thread, no functional test is possible. Dimensional inspection: not possible to measure the dimension of the thread due to the damages. Document/specification review: not required per selected investigation flow as user error was identified as root cause for the reported problem. Conclusion: the damages confirms the reported problem. The complaint can be replicated with the returned device. The va locking screw is not possible to lock into the plate as intended. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.